Manufacturer narrative:
B5: lens was implanted into the patient's right eye (od) on (B)(6) 2023. Excessive vault is observed. The lens was removed and the patient is awaiting replacement. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -7.00/1.5/012 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced an excessive vault. On (B)(6) 2023 the lens was explanted. Reportedly "ordered smaller size. Pending new lenses." The cause of the event was a patient related factor. Cause details provided: "between sizes." D6a. "(B)(6) 2023" should be added. D6b. "(B)(6) 2023" should be added. Health effect impact code: "4629" should be removed and "4627" should be added. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 of a -7.0/1.5/012 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's eye. The lens was removed and replaced.